Event description:
Hcp reported states the pump reservoir residual volumes were too high. The patient was only getting 1-2 cc of medication over the course of 2 weeks. A dye study was done that showed the catheter flushed fine. The pump system was explanted and not returned to the manufacturer. The patient is reported to not be doing well. Pt was in the hospital a couple weeks ago for chemotherapy.